Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted because of premature battery depletion. The ICD was replaced. The ICD will be analyzed when returned.